Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a literature article entitled "fenestrated pedicle screws for cement-augmented purchase in patients with bone softening: a review of 21 cases" that a "patient underwent a posterior spinal surgical procedure to teat post-traumatic kyphosis. It was reported that sometime post-op the patient fell off of a ladder and suffered fractures in the proximal and distal anchorage vertebrae allowing the implants to mobilize. Due to the poor condition of the patient the system was removed and a vertebroplasty was performed on the injured vertebrae." No further details are known at this time.